Event description:
The facility had sent an infusion pump in for service with motor failure, where a baxter service technician discovered a failure code 812:02 in the event history. Although an attempt had been made to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.